Event description:
Event: (cc# 98-01022) the iab leaked. This was the only information at the time of the report. On 9/24/98, datascope received the mandatory medwatch form from the user facility; uf/dist report number: 33-0119-1998-0004 and the following was reported: on 8/11/98, the patient was admitted to the hospital with an anterior wall myocardial infarction and in cardiogenic shock for which an iab was inserted. On 8/13/98, blood was noted in the catheter and another iab was inserted. There was no patient injury or complication as a result of the event. [Event complications]: unknown - reported 8/14/98; none - rpt'd 9/24/98. [Patient's current status]: unk - 8/14/98, 9/24/98.